Event description:
The customer reported that the defibrillator failed to discharge. The involved pt died.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.